Manufacturer narrative:
The technician replaced the side rail latch shoulder bolt, nut and flange bushing to resolve the issue.

Event description:
The technician alleged that the side rail will not latch. No pt impact.